Event description:
This case was reported by a consumer (wife of patient) and described the occurrence of application site desquamation in (B)(6) male patient who received. Breathe right nasal strips (breathe right nasal strips advanced) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started breathe right nasal strips. At an unknown time after starting breathe right nasal strips, the patient experienced application site desquamation, application site hemorrhage and application site infection. This case was assessed as medically serious by gsk. Treatment with breath right nasal strips was discontinued. At the time of reporting, the events were resolved. The consumer discarded the breath right nasal strip advanced. The patient had used breathe right tan strips. He had used them in the past with good results. Breathe right nasal strips are manufactured in knoxville, tn in the united states, and neither the product nor the lot number for this product are available. (B)(4).

Manufacturer narrative:
(B)(4) in the united states, and neither the product nor the lot number for this product are available. (B)(4).